Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the device was tested and there was a indication of a high voltage problem; the charge/dump time was greater than ten seconds. Another device was implanted. There was no patient involvement.